Manufacturer narrative:
(B)(4). It was reported the patient is (B)(6). The proglide instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients younger than 18 years of age. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of suture detachment was confirmed. Additionally, analysis of the returned device found a cuff tab detachment. Cuff tabs measure one on-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, a suture break occurred. A second proglide device was used with the same result. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. It is not known if the physician is trained in the use of the proglide device. No additional information was provided.